Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.